Manufacturer narrative:
H.6. Investigation: a physical sample was not provided to aid in our quality engineer¿s investigation. With the lack of physical sample, bd was unable to observe the failure mode. The master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. H3 other text: see h.10.

Event description:
It was reported that there was leakage at the needle hub several minutes after insertion with an bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: it's noticed that leakage at needle hub 10 minutes after penetration.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was leakage at the needle hub several minutes after insertion with an bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: it's noticed that leakage at needle hub 10 minutes after penetration.